Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("severe and persistent pain/lower severe and persistent abdominal pain/ cramping (stabbing, throbbing)"), adnexa uteri pain ("severe ovarian pain"), genital haemorrhage ("heavy bleeding") and fatigue ("fatigue") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included gravida ii and live birth ((B)(6) 2007 and (B)(6) 2009). Previously administered products included for an unreported indication: depo provera. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and adnexa uteri pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy/sensitivity") with urticaria and pruritus. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), depression ("depression"), weight increased ("weight gain"), dyspareunia ("pain during intercourse"), adhesion ("adhesions"), endometriosis ("endometriosis"), abdominal distension ("bloating"), swelling ("swelling"), mental disorder ("aggravated any psychiatric and / or any psychological condition"), somnolence ("groggy") and treatment noncompliance ("plaintiff denies using birth control or contraception at any time following essure placement"). The patient was treated with surgery (essure was removed - salpingectomy - bilateral removal or the fallopian tubes). Essure was removed in (B)(6) 2013. In (B)(6) 2013, the pelvic pain, abdominal pain lower and adnexa uteri pain had resolved. At the time of the report, the genital haemorrhage, allergy to metals, abdominal distension and somnolence had resolved and the fatigue, depression, weight increased, dyspareunia, adhesion, endometriosis, swelling, mental disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adhesion, adnexa uteri pain, allergy to metals, depression, dyspareunia, endometriosis, fatigue, genital haemorrhage, mental disorder, pelvic pain, somnolence, swelling, treatment noncompliance and weight increased to be related to essure. The reporter commented: she stated that she received otc meds for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hsg was done but result was not provided. She stated that in (B)(6) 2014, a skin allergy test was done to confirm allergy to nickel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.